Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was not confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump displayed recurrent alert 38 prompting repeated restarts, and the user reported restarting the device more than six times; the device was exchanged and the user transitioned to backup therapy, with blood glucose reportedly unaffected. Symptoms included no reported adverse clinical effects. Outcomes included no changes to blood glucose and no need for medical intervention or hospitalization. Investigation included customer service troubleshooting and receipt and inspection of the returned device. Failure investigation was unable to replicate the alleged device issue. No fault was found with the device.